Event description:
It was reported that the insulin pump had a crack inside the liquid crystal display screen after the device had been dropped. The blood glucose reading was 153 mg/dl. The customer also noted that the insulin pump had a blank display that would not return. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a broken motor slide. No blank display was noted during testing. No damage inside the pump was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a glue substance inside the reservoir tube.